Manufacturer narrative:
The reported event of lead is twisted was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that during implant it was noted that the lead is twisted. The lead was not used and the physician elected to complete the procedure with a different lead. There were no patient consequences.